Manufacturer narrative:
Ticket searches determined that there is a normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. Based on this data, the product is performing as intended and no product issues were identified. Retained reagent kit of architect anti-hcv reagent, lot number 58212li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The sensitivity panel values and the positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 58212li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. The architect anti-hcv assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. The device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no deficiency of the device was identified. This report is being filed on an international product, list number 06c37, that has a similar product distributed in the us, list number 01l79.

Event description:
The customer reports false nonreactive architect anti-hcv assay result generated on an architect i2000sr analyzer. (B)(6) 2016 = 0.89 s/co (nonreactive). (B)(6) 2016 = 1.09 and 1.17 s/co (reactive). (B)(6) 2016 = 1.18, 1.25 s/co (reactive). (B)(6) 2016 (sample retested) = 1.11s/co (reactive). There is no reported impact to patient care. A number of samples were sent to a reference lab for further testing. A summary: 1.) Retesting of all previous samples generated reactive results. An additional sample from (B)(6) 2016 also generated reactive results of 1.35 and 1.27 s/co. 2.) Confirmatory neutralization testing was performed and the samples confirmed anti-hcv reactive. 3.) Non-specific absorption testing was performed with no significant difference between treated and non-treated samples.